Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 11-14 mg/dl. Customer lost consciousness and emergency services were called and administered glucagon to address the bg. Customer was then treated with intravenous fluids of saline to address the low bg. Customer was discharged from the ICU two days later with the issue resolved and no permanent damage. The customer alleged that the pump delivered boluses that the customer did not request; however pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed.